Event description:
It was reported in an article titled ¿posterior/anterior combined surgery for thoracolumbar burst fractures-posterior instrumentation with pedicle screws and laminar hooks, anterior decompression and strut grafting¿ that 100 (71 male, 29 female) patients were surgically managed with posterior instrumentation, anterior decompression and anterior grafting. 3 patients were reported to have superficial minor infections. No additional information is available.

Manufacturer narrative:
Literature citation: m machino; et al. ¿posterior/anterior combined surgery for thoracolumbar burst fractures-posterior instrumentation with pedicle screws and laminar hooks, anterior decompression and strut grafting¿. Spinal cord (2011) 49, 573¿579 (B)(4).